Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected h6. Investigation codes: updated investigation summary: cadd legacy plus pump sn: (B)(6) was received from the customer stating: "it rings for no reason". The customer reported issue was able to be confirmed through pump power on. The cause of the reported issue was a faulty dso (downstream occlusion) sensor. Dso sensor replacement. Before returning to the customer the device has to pass functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump rings for no reason. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
E1: address line (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.